Event description:
New information received indicated that the right ventricular lead also exhibited low r wave amplitudes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, gradual increase in the right ventricular pacing impedance was observed on the lead impedance trend report. The lead was also noted to have high capture threshold. Lead replacement was discussed and the patient was stable.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2019. Patient was stable throughout.